Manufacturer narrative:
More info has been requested for investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the unit did not pass the battery switch test during pre-use check. There was no pt involvement. (B)(4).